Event description:
It was reported on (B)(6) 2026 that dr. (B)(6). Called in and stated that one of the attachments broke on the maxillary on a silent nite device. Additional information received reported that on 06/02/2026, while the 37-year-old, male patient was sleeping, the anchor broke and caused lacerations in the patients mouth. The lacerations did not require medical intervention and healed on their own. The patient was informed to discontinue using the device and a new scan was submitted for the remake. The patient has received the replacement device and is doing fine with the new device.

Manufacturer narrative:
The reported device has not yet been received for investigation. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).